Event description:
It was reported that upon interrogation, the ventricular lead exhibited low impedance in unipolar configuration and high impedance in bipolar configuration. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.